Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. On (B)(4) 2010 at 1627, the pump was programmed to deliver dilaudid 0.2 mg/ml, in the pca only mode, with a 0.3mg pca dose, a 10 minutes lockout, and a 6mg four hour limit instead of the customer reported 4mg hour limit, the settings were confirmed, and the door was locked. Between 1631 and 2058, there were eighteen 0.3mg patient initiated deliveries and 2 unmet patient demands. At 2110, there was a 0.2mg patient initiated delivery and an empty syringe alarm. Between 2130 and 2131, the door was opened and the pump was powered off. A review of the history indicated the device delivered as programmed. This report represents all the information known by the report upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the pump was programmed to deliver dilaudid "6mg cartridge with a 4mg lockout." No further programming parameters were provided. The customer contact reported, the "nurse replaced dilaudid pca cartridge at 1625 and by 2000, cartridge was empty. The patient received a total of 6mg within 4 hours." There were no reported adverse patient effects. No medical intervention was reported. Multiple unsuccessful attempts have been made to obtain additional information including specific pump programming and event details.